Manufacturer narrative:
(B)(4). Retainer ring = clear. On (B)(6) 2021 the customer alleged the pump has a crack and "I need to get the pump replaced." The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump received with cracked keypad overlay, corroded battery tube assembly and cracked case ( battery tube). The pump passed the displacement test. The pump was cut open and found moisture damage on the motor assembly and force sensor. No moisture damage on the electronic assembly, motor, vibrator and internal battery during the visual inspection. In summary, the pump had an crack in the battery compartment during visual inspection and corroded battery tube.

Event description:
Information received by medtronic indicated that the insulin pump was cracked at the back along the battery area. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.